Event description:
Stryker small power source can have retained debris/potential bioburden at the power source tool connection site. When connecting blade to power source depress the plunger to connect blade and this is when debris is. Cannot submerge power source for cleaning-potential exposure of bioburden to patients. FDA safety report ID# (B)(4).